Event description:
The customer reported that there were at least three instances in which false positive reactivity was observed in the anti-b microtube of the mts abd and reverse grouping card lot # (B)(4). The customer indicated that in all of the instances, the issue was resolved upon repeated testing using the same pt's cell suspension. All 3 pts were confirmed to be group o positive. According to the customer, the 3 false positive incidents occurred over the last month with different pt samples. The customer indicated their confidence that the root cause of the concern was not related to a potential defect of the product, but rather technical error or technique. No erroneous results were reported. False positive test results can lead to transfusion of incompatible blood.

Manufacturer narrative:
The customer indicated that the false positive incidents were due to technical error or technique and not product defect. The customer repeated testing using the same cell suspensions and gel cards lot # and obtained negative results in the anti-b microtube of the gel card as expected. All the regents were had normal appearance. The customer did not have the samples available to return for testing. There have not been any similar complaints logged against lot # (B)(4) since the incident. Incident is isolated. This customer issue is also being reported under medwatch MFR #s 1056600-2009-00118 and 1056600-2009-00119, to document additional false positive results with the two other samples from the same lot of gel cards. (B)(4).